Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead impedance was greater than 3000 with a trend showing an abrupt change. The episodes recorded showed noise on the rv lead that was sensed as vf. Inappropriate shocks were delivered. Lead was capped. Should additional information be received, this file will be updated.